Event description:
Per the clinic, the device was explanted (date not reported), due to wound dehiscence (date not reported). The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 25, 2022.

Manufacturer narrative:
Per the clinic, it was reported that the patient had an extrusion of receiver / stimulator at the implant site. Correction: the brand name (d1) and the additional device information (d4) was filed inadvertently in the previous report, the correct brand name and additional device information has been corrected in this report. This report is submitted on july 14, 2022.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection which was treated with oral, IV and topical antibiotics. This report is submitted on 29 sep 2022.

Manufacturer narrative:
This report is submitted on july 11, 2022.